Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was successfully implanted. Good capture was observed on the monitor, and the pocket was closed. The device was checked prior to leaving the operating room, with good lead measurements noted. Later, the device was checked again and the rv pacing impedance was high, out-of-range. Also, loss of capture was observed at high pacing outputs and no r-waves could be measured. An x-ray was performed, with no dislodgement observed. After the device check, rv pacing was again present, with good measurements. However, intermittent pacing failure was noted when the patient's position was changed. The pocket was reopened and the rv lead appeared to be properly connected to the device. The physician pulled harder on the rv lead, and it came out of the device header without loosening the setscrew. A loose connection was determined to be the cause of the pacing failure. Capture was confirmed and the pocket was closed again. The device was checked again, and no issues were observed. No adverse patient effects were reported.